Event description:
The patient reported that the v-go's have been falling off the abdomen and the back of the arm. The patient thought movement may have been a factor. Patient said this is the first time this has happened and suspects the v-go's in this box did not have enough adhesive. The first one fell off about a week and a half ago. The patient reported needle pain from the v-go's getting loose before falling off. The patient threw all the v-go's away except one.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off event could not be determined. There was moderate amount of adhesion tackiness observed on the pad. Due to the used condition of the returned device, the original adhesion properties could not be verified. The complaint about the needle issue could not be confirmed. There was no abnormality observed with the needle and its mechanism. The device passed the needle mechanism test with no issue observed.